Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier power supply was replaced. The power supply connector was repaired and the voltage adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 2600 system had no fluoro image. No patient injury was reported.